Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in fungal peritonitis. The breach was described as careless operation. The patient was hospitalized sixteen days after the event onset and was treated with an unspecified antibiotics and unspecified anti-inflammation drugs intraperitoneally. On an unreported date, pd therapy was discontinued and the patient was started on hemodialysis. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.